Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient reported experiencing symptoms beginning on (B)(6) 2015 for 2.5 days with "very very bad pain" on their right side and right back. The patient laid in bed in pain. On (B)(6) 2015, the patient went to the emergency room (ER) and was admitted to the hospital. The patient was in the hospital for several days. The patient's memory had been affected since the patient was in the hospital (i.e. Phone numbers, tv stations, etc.). The patient was in the hospital and "almost died." It was noted that the patient was not happy with their hcp service. They believed their follow up care was not satisfactory. The pump had given the patient good service (except for this issue patient experienced). The pump was controlling the pain now (per the patient). There was "a little hurt now and then" but overall, the patient was very happy with the pump. The patient was told the pump alarm was not working first, and then they said it was working but not very loud. The patient and hospital staff did not hear the pump alarm. Some hcp's heard and some did not hear the alarm test that was done per the patient. The hospital hcp told the patient that if they (the patient) had waited any longer, "like another day" the patient could have been dead. The pain was taken care of now but patient thought they needed a new pump because of what occurred. 2 weeks before the refill date, the healthcare provider (hcp) forgot to call the patient for the pump refill, and that was why the patient ended up in the hospital. The patient stated he already contacted the clinic, and they wanted him "to go away" and not deal with his issues. The patient's lawyer told them he heard the pumps were "very weak"/there were problems with them. It was noted that the change in symptoms was sudden. The indications for use were non-malignant pain and failed back surgery syndrome. Drug information on the medication being delivered by the system was unknown. Actions/interventions taken, outcome, and the cause of the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 500 mcg at a dose of ¿215.13 mg¿ and bupivacaine 4 mg at a dose of ¿1.721 mg.¿ the patient¿s other medications included lisinopril, amlodipine, atorvastatin, furosemide, glyburide, metformin, pantoprazole,potassium chloride, and terazosin hcl. The patient had no known allergies. The patient had a medical history of diabetes mellitus, hypertension, and hyperlipidemia. It was noted that the patient did not report this event to the clinic. A dye study was completed on (B)(6) 2015; results were negative. (The pump) was increased 15% on (B)(6) 2015, and the pump was replaced on (B)(6) 2015. The cause of the pump issue was unknown. The patient began receiving pain relief starting (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study. On (B)(6) 2015 the catheter access port (cap) contrast study found normal catheter evaluation, but an inability to aspirate. The device diagnosis was listed as pump unable to enter/withdraw from cap. The clinical diagnosis was listed as inadequate analgesia. The patient had unsatisfactory pain coverage. The event resulted in an unscheduled clinic or office visit. The entire system was explanted on (B)(6) 2015. The outcome resolved without sequelae on (B)(6) 2015. The etiology was indicated as related to the device or therapy, and possibly related to the implant procedure. The pump was examined on (B)(6) 2014 and was used to infuse hydromorphone 0.2 mg/ml at 0.06999 mg/day and bupivacaine 10.0 mg/ml at 3.499 mg/day. On (B)(6) 2014, the average daily dose was increase 5% to infuse hydromorphone at 0.07343 mg/day and bupivacaine at 3.672 mg/day.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, UDI: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via clinical study. It was reported that the evaluation was done under fluoroscopy to determine if the catheter could be aspirated and not a contrast study.